Manufacturer narrative:
Patient identifier and date of birth not available from the site. A medtronic representative inspected the imaging system onsite and confirmed the mobile view station (mvs) cannot connect to the image acquisition system (ias) computer. The umbilical cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion procedure the mobile view station (mvs) and image acquisition system (ias) were not communicating on the imaging system. Green checks for motion and x-ray and red x for the mvs. Rebooting the ias and mvs did not resolve the issue. Rebooting the ias and mvs independently (interconnect cable disconnected) did not resolve the issue. A third reboot was attempted with just the ias and that did not resolve the issue. There was a reported flickering between stand-alone mode and connected not ready status on the pendant. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. The case was completed without the navigation and imaging system.